Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported tissue expander deflation on the left side. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: linear opening. A leak test was performed one opening was found. A microscopic analysis identified: a sharp opening on the radius side assessed as unidentified(tear) opening a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Reason for reoperation: deflation.

Event description:
The device has been explanted.